Manufacturer narrative:
The field service engineer (fse) confirmed the diagnostic mode revealed the power supply output had zero voltage. Following the evaluation of the device, the fse replaced the power supply to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that the device would not charge. There was no patient involvement or harm. This occurred during pre-use checking outside of clinical use. There was no delay to therapy. The customer reported the issue occurred for a few days. The power cord was replaced, but the issue remained. The sales representative arrived at the hospital and confirmed that the v60 did not charge. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The power supply was returned to failure investigation. Due to the power supply having 0 voltage output, the backup battery will not charge.